Manufacturer narrative:
Additional devices for this complaints: (B)(4) - MFR. Date: 07-31-2015 - exp. Date: 07-31-2016. (B)(4) - MFR. Date: 08-31-2015 - exp. Date: 08-31-2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient complained of a severe headache at 0700, the physician was called, and by 0705 the patient had right-sided hemiparesis. The stroke team was notified by 0730; the patient was completely non-responsive. A computed tomography (CT) scan was performed at 0845 which revealed acute intraparenchymal hemorrhage (iph) in the right centrum semiovale and remain hemorrhage with intraventricular and subarachnoid extension. There was acute hydrocephalus with evidence of transependymal cerebrospinal fluid (csf) shift. There was also evidence of active contrast extravasation in the right parasagittal intraparenchymal hemorrhage. The preliminary resident interpretation was discussed with the ordering physician and cardiovascular intensive care unit (ICU) physician at 8:45. The patient expired on (B)(6) 2016. The official cause of death was intracranial hemorrhage. The family determined that the patient would not want to live with amount of probable deficit. A decision was made to discontinue life support including the hvad and the patient expired. Log files were not obtained at the time of the event. The controllers will be returned by the site. No further information was provided.

Manufacturer narrative:
Additional information: it was reported from the site that the patient was hospitalized and admitted on (B)(6) 2016. It was also stated that the patient's anticoagulation was controlled. No additional information available. Clinical final narrative: with a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by acquired and/or congenital disorders of hemostasis, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patients with certain risk-factors such as cardiovascular disease may also have an increased likelihood of stroke occurrence. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.